Manufacturer narrative:
A specific cause for the reported driveline infection cannot be determined. It was reported that the patient was diagnosed with a driveline infection. The patient was treated with a broad spectrum of antibiotics and no cultures were noted. The driveline infection reportedly resolved. The patient remains ongoing on pump support and no related events have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was diagnosed with driveline infection. The patient was treated with antibiotics. No cultures of the infection were performed. The driveline infection reportedly resolved. No further information was provided.

Manufacturer narrative:
Approximate age of device - 60 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.